Manufacturer narrative:
(B)(4). Concomitant medical products: guide catheter: guideliner; stent: xience alpine 3.5x23. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In addition, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.50 x 23 xience alpine is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified distal left anterior descending artery (lad). The patient presented with a non-st elevated myocardial infarction (nstemi). A 3.5 x 23 mm xience alpine stent was implanted in the mid left anterior descending artery and a 3.5 x 15 mm xience alpine stent was implanted in the proximal lad overlapping the 3.5 x 23 mm stent. Post dilatation was performed with a 3.5 x 08 mm balloon catheter. Angiography confirmed a dissection at the distal end of the 3.5 x 23 mm xience alpine stent. Therefore, a 3.0 x 08 mm xience alpine stent was advanced to the 3.5 x 23 mm xience alpine stent. However, the 3.0 x 08 mm xience alpine stent failed to cross due to the anatomy and the implanted stent. Therefore, the stent delivery system was removed and a guideliner and an unspecified guide wire was advanced and the same 3.0 x 08 mm xience alpine stent was reinserted, but it still could not advance past the deployed stent. During removal, the stent dislodged in the implanted stent. Access was lost and could not be re-established. The procedure already lasted for 2 hours so an intra-aortic balloon pump was placed, and the patient was taken to emergent bypass surgery. There was no clinically significant delay in the procedure. No additional information was provided.